Event description:
It was reported there was a "speaker not working" message displayed. The was no audio present. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and dispatched a philips field service engineer (fse) who went onsite to evaluate the device in question. The fse discovered the speaker was not producing sound. The customer was provided with replacement speaker to resolve the issue. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6).